Manufacturer narrative:
(B)(4). Title: prophylactic mesh can be used safely in the prevention of incisional hernia after bilateral subcostal laparotomies source: surgery 2016;160:1358-66. Accepted for publication may 13, 2016. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
According to the literature source of study performed in a group of patients operated consecutively between 2011 and 2013 with a prophylactic mesh, 58 patients were treated with the mesh for the prevention of incisional hernia after bilateral subcostal laparotomies. One patient required a reoperation on the 10th post-operative day after a whipple procedure due to intestinal obstruction. The initial mesh was removed, but a new mesh was used to close the abdomen following the mesh protocol. A surgical wound infection index of 10.34% was found. All cases were superficial infections managed with antibiotic therapy and drained when necessary. There was no need to remove any mesh due to infection or mesh rejection.